Event description:
A high blood glucose event was reported by the customer who had experienced multiple highs.. The specific blood glucose value was unknown, but the display showed "high." The customer addressed the elevated bg by bolusing via the pump, and there was no injury reported or ketones tested. Control iq feature was active. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.